Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), this was a 29mm sapien 3 case in aortic position by transfemoral approach. The decision was to intentionally implant the valve in a lower position than usual due to non-calcified aortic regurgitation to increase the anchoring zone. The first valve was implanted with 3 cc underfilled, in position 60 ao/40 lv, and tee showed trace pvl after valve implantation. However, the top frame of the first valve did not cover the tip of the native leaflet, so the decision was to implant a second 29mm sapien 3 valve with 3 cc underfilled in a higher position to prevent valve migration. Final position was 80 ao/20 in lv; hemodynamics showed gradient of 4 mmhg with trace pvl. The patient recovered with symptom relief.

Manufacturer narrative:
Added h6 type of investigation and investigation findings corrected h6 investigation conclusions the device was not returned for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history review (DHR) or lot history review are required. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. Imagery was provided by the complaint site and the following observations were made: no observed calcification on native annulus and leaflets. The IFU and procedural training manual were reviewed. During thv delivery, disengage the balloon lock and retract the tip of the flex catheter to the center of the triple marker. Engage the balloon lock. Position the thv with respect to the valve. As necessary, utilize the flex wheel to adjust the co-axiality of the thv and the fine adjustment wheel to adjust the position of the thv. Before deployment, ensure that the thv is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker. Begin thv deployment, unlock the inflation device. Ensure hemodynamic stability is established and begin rapid pacing; once arterial blood pressure has decreased to 50 mmhg or below, balloon inflation can commence. Using slow controlled inflation, deploy the thv with the entire volume in the inflation device, hold for 3 seconds and confirm that the barrel of the inflation device is empty to ensure complete inflation of the balloon. Deflate the balloon. When the balloon catheter has been completely deflated turn off the pacemaker. Perform an angiogram to evaluate device performance and coronary patency, where applicable. Measure and record the transvalvular pressure gradients. No IFU/training deficiencies were identified. As the malposition and regurgitation were unable to be confirmed, a complaint history review is not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. The complaint for malpositioned thv was unable to be confirmed due to unavailability of procedural imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, "during implant of 29mm edwards sapien 3 transcatheter heart valve in aortic position by transfemoral approach. The decision was to implant intentionally the valve in low position than usual due to non-calcified aortic regurgitation to increase anchoring zone. The first valve has been implanted with 3 cc underfilled, in position 60 ao/40 lv, and tee shown trace pvl after valve implantation however the top frame of the 1st valve did not cover tip of native leaflet". Per training manual, "thv should be deployed around 70/30 to 80/20 (aortic/ventricular)". In this case, it was decided to intentionally implant the valve in low position for better anchoring. As such available information suggests that procedural factors (intended for low deployment) may have contributed to the complaint event.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), this was a 29mm sapien 3 case in aortic position by transfemoral approach. The decision was to intentionally implant the valve in a lower position than usual due to non-calcified aortic regurgitation to increase the anchoring zone. The first valve was implanted with 3 cc underfilled, in position 60 ao/40 lv, and tee showed trace pvl after valve implantation. However, the top frame of the first valve did not cover the tip of the native leaflet, so the decision was to implant a second 29mm sapien 3 valve with 3 cc underfilled in a higher position to prevent valve migration. Final position was 80 ao/20 in lv; hemodynamics showed gradient of 4 mmhg with trace pvl. The patient recovered with symptom relief.